Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws misaligned. Upon inspection under magnification it was noted that one of the retention pins was sheared off and the upper jaw grasping teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a hysterectomy through video procedure, there was a bloody region, which the device did not work, presenting repositioning error and reactivation of the device. Another like device was used to complete the procedure. One device will be returned.